Manufacturer narrative:
Product analysis: analysis noted that the battery contacts were contaminated and the external pulse generator (epg) was missing parts from the backside of the device. The battery contacts were inspected and cleaned and all missing parts were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.